Manufacturer narrative:
The device was returned to olympus and the customer¿s complaint (leak from suction port) was confirmed. A leak was found coming from the control body near the periphery of the suction port. During inspection and testing the following was also found: due to deformation of control unit the water tightness is lost, the adhesive on the bending section cover is detached, the eyepiece has a scratch due to deformation or breakage due to physical stress. Due to deterioration or breakage the universal cord has a scratch. Due to physical stress the connecting tube has a scratch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during reprocessing after a diagnostic procedure it was discovered a leak was coming from the suction port. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: due to physical stress the forceps channel was shaved. This report is being submitted for the malfunction found during evaluation (shaved forceps channel).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the endo therapy accessories or metal part of cleaning brush touched the biopsy channel port during insertion or withdrawal. Olympus will continue to monitor field performance for this device.